Event description:
It was reported an unstable reading of the anesthesia gas. Patient summary value came to a negative number. No patient injury was reported.

Manufacturer narrative:
The reported complaint was verified after connecting the returned device to a good known board with a power supply hooked up to a personal computer (pc) to view the factory service menu. A high/low calibration was performed using calibration gas and failed with agent high unstable. Device was connected to a frequency counter to check the frequency from the agent bench and was not able to detect the correct frequency range of 3270 to 3530 hz. When the agent bench was opened, it was noticed that it had splotches on the coating. Defect in crystal coating would result in failing frequency difference and cause borderline functionality in the agent bench. The agent bench was determined to be at fault. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. Lot # and protocol # are unknown. No information is provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).